Event description:
Reason for revision: pain.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision, asr xl acetabular system (right), reason for revision: pain. (B)(6) 2015 - update -- we have been informed by (B)(6) that this patient is now deceased, date of death was (B)(6) 2015. The cause of death has not been provided and there has been no confirmation of an allegation of a link between the asr implants and the death of the patient. Added patient name, sex, dob, hospital and doctor to com. Added unknown stem and sleeve as xl - (B)(4).

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.